Event description:
Report of explant of device due to "malfunction" received per annual device tracking report. Follow up with the hcp revealed that the pt had not been seen at the office for about one year. Reporter stated that this device was replaced because "something rotating in it stopped." No more info was available regarding the pt status and symptoms.